Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire remained in applicator. Patient stated that applicator needle remained outside of applicator with sensor wire intact. Dexcom has issued an rga for patient to return the applicator to be investigated.